Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2011, additional manual power ups were recorded later that day and on the (B)(6) 2011. After the (B)(6) 2011 the device fails a self-test due to a real time clock error, on receipt of the device the pad clock was incrementing however an incorrect date and time were displayed. This would confirm the real time clock error shown in the history log. The history log then continues from a date of (B)(6) 2012 up to (B)(6) 2013. Multiple manual power ons of ten minutes duration were observed in history log during this time. Multiple self-test fails due to a real time clock error and a self-test fail due to a low battery. No auto self-tests were recorded throughout this period. This may suggest that the device was failing to display the correct time and date or that the weekly alarm test was disabled or corrupted due to a real time clock fault. An increase in voltage was observed during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs, the excess current drain and the measurements taken would confirm a failing membrane. The green status led was observed to be constantly lit, this is a further symptom of membrane failure. The self-test fails were due to a real time clock error however no fault could be found with the real time clock during testing. The fault could not be replicated. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.